Manufacturer narrative:
An event of advancement difficulty through patient anatomy was reported. The delivery system was returned to abbott for investigation. Visual inspection revealed a kink at the proximal end of the valve capsule, scarring on the distal end, and slight flaring at the tip. These damages are consistent with damage incurred during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information, the valve capsule deformation appears related to procedural factors associated with advancement difficulty. However, the root cause of the advancement difficulty could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient underwent vascular reconstruction post-procedure involving surgical suturing and stent placement. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the patient presented with severe calcification. In the physician's opinion, the patient outcome could have been attributed to a non-abbott device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor was chosen for implantation, utilizing a large flexnav delivery system (ds). However, when attempting to pass the ds through the small diameter access, it was difficult to advance, and upon removal, a bend was observed in the capsule section. Therefore, ds was removed and replaced. Post procedure, the patient underwent vascular reconstruction procedure, which was a surgical suturing and stent placement. The procedure was completed without issues. It was noted that no health damage occurred. The patient was reported to be stable and walking independently within the hospital the following day and has been discharged. Device returned and analysis of the device done on october 2, 2025 revealed material deformation of the ds.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.